Event description:
A surgeon reported that during surgery to repair a retinal detachment in the right eye, a system message displayed and the system generated a "double lighting spot" when ready to perform gas/liquid exchange. The surgeon used c3f8 gas and the surgery ended. During a second procedure, silicone oil was used to fill the eye. The patient is noted to have optic atrophy and light perception vision. The patient has been scheduled to see another doctor for consultation and treatment. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).